Manufacturer narrative:
It was reported that syringes are damaged and have black and white dots on them. To aid in the investigation of these defects, ten physical samples and four photos were provided for evaluation by our quality team. The samples came in bulk and a visual inspection was performed. Seven of the samples have embedded degraded resin and three of the samples have no defects, but have some rub marks which are considered imperfections. No additional defects or imperfections were observed. The four photos provided show syringes with embedded degraded resin or damage. The embedded degraded resin in the component typically occurs at the startup / restarts of the injection molding process. For the damaged parts defect, it is likely that a jam occurred during the assembly process resulting in the damage to the syringes. The frequency of inspections were increased to mitigate the escape of these defective products. Based on the investigation with the analysis of samples and photos returned from the customer the symptoms reported are confirmed. A device history record review was completed for provided material number 301035, lot number 0244092. The review did not reveal any detected quality issues during production of this lot number that could have contributed to these reported defects. Further action has not been determined necessary at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends. Investigation conclusion: based on the investigation and with the sample analysis the symptom reported by the customer is confirmed. We will continue monitoring the complaint trend for the product and symptom. Probable root case: embedded degraded resin. The embedded degraded resin occurs at the startup of an injection mold/press or intermittently during the injection molding process. Degraded resin inherently builds up in the hot-runner system of the tooling mold and press. The degraded resin can break loose and be molded into components. Damages. A jam may have occur in the assembly line inducing the damage observed in the photo. Frequency of inspection was increased to mitigate the escapes of these defects.

Event description:
It was reported that bd¿ luer-lok syringe 60 ml experienced a case of foreign matter contamination and 2 cases of device damage/deformation the following information was provided by the initial reporter: material no.: 301035, batch no.: 0244092. Black/white dots. Damaged/broken.